Event description:
It was reported that during pre-surgery or surgery it was discovered that the motor device "would not turn on". There were no delays to surgery as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling and cleaning of the device. If additional information should become available, a supplemental report will be sent accordingly.